Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Ntw (lot: 40212r1107) was chosen for implantation. The clip was deployed successfully in a centro-medial position without issues. After removal of the clip delivery system from the patient, the tip and l-lock tabs were observed to bent. Without applying great force, the actuator coupler detached from the mandrel. There were no adverse patient effects or clinically significant delay. The procedure ended with mr reduced to grade 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported distal protrusion of the actuator mandrel is a normal function of the device, as the complaint was reported after clip deployment, and the actuator coupler and distal end of the mandrel can be seen at the distal end of the cds. The reported l-lock tab deformation and actuator coupler separation from the actuator mandrel appear to be related to procedural conditions (removal of cds from anatomy), as there were no issues reported with clip deployment. There is no indication of a product quality issue with respect to manufacture, design, or labeling.